Manufacturer narrative:
As of 12/01/2025 the manufacturer has completed their investigation with no issues found. The returned sample results were satisfactory within range of specification with no defects noted. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received on october 16, 2025, the consumer stated that the product caused her rash. On the completed consumer information report (cir) received on november 11, 2025, the consumer stated that she used the tape on her right shoulder and broke out in a rash. She had to use tacrolimus ointment 0.1%. It helped with the itching and helped to heal the rash. Consumer confirmed that the symptoms corrected after she stopped using the product.